Manufacturer narrative:
Investigation summary: bd received five photos for investigation, which showed a stopper that had been cut or chopped, causing it to be deformed. Additionally, 30 retained samples were visually inspected for defective stoppers, and all samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, defective stopper molding was seen with one tube resulting in an inability to be removed while on the analyzer and bending of the sampling needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, defective stopper molding was seen with one tube resulting in an inability to be removed while on the analyzer and bending of the sampling needle. No adverse impact was reported regarding the patient or user.